Event description:
It was reported that pump issued cartridge alarm during use, which was identified as tandem mobi cartridge alarm 34, and there was no indication of external magnet exposure or prior similar alarms with this pump. There was no adverse impact to the customer's blood glucose level. Customer, under guidance from technical support, removed cartridge, delivered 9-unit bolus with understanding that insulin on board would be affected, successfully completed bolus, reloaded original cartridge, and resumed insulin therapy, and issue was resolved.